Event description:
It was reported that the customer had a high blood glucose level over 470 mg/dl. Customer was about to calibrate their sensor and then it turned into a sensor demo. Customer has been having high blood glucose levels for the past week because her lifestyle has changed. Customer stated that her health care professional has adjusted her settings. Customer stated that her body will get very hot and she will have dry mouth. Customer stated that she also needs to go to the bathroom multiple times. Customer has treated for their high blood glucose levels. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.